Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during investigation, the black box showed no evidence of a short battery life. There were several ¿cs128/cs177¿ battery alarms/warnings occurring due to normal battery wear observed. The battery compartment and cap were undamaged and able to fit securely. The ez prime steps were performed correctly with all current readings within specification. The original complaint was unable to be duplicated. The pump's cover was removed and there were no intermittent condition found to the power printed circuit board.